Event description:
The customer reported that during a cystectomy procedure, the insulation came off the electrode. The disengaged insulation could not be located. It is not certain if it fell into the pt cavity. The case was completed with closing the pt abdomen since the surgeon was unable to locate the piece inside the cavity. The pt is currently under follow-up.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.